Event description:
The device was used in a right hemicolectomy procedure. Surgeon stated the indication for surgery was for appendiceal cancer. The device was fired on normal tissue. On the third firing intraluminal anastomotic firing, he noticed that the staples had formed properly throughout the staple line but the distal half of the cutline was incomplete. The quality of the ¿bridging¿ tissue was more than the wispy tissue strands that he sometimes sees. He had never seen this amount of tissue not being cut before. He did not think this would have any impact on the anastomosis and left it in place. He did not use buttress. The firing felt normal. The patient then represented with abdominal pain/tenderness. CT scan was performed. Patient appears to have recovered without further issue. He did not identify any patient issues that may have contributed to the fistula.

Manufacturer narrative:
(B)(4). Information unavailable.